Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy, a psee60a was used. Good success of the first shot on terminal ileus. During the second shot on the transverse colon at the time of the operation of the grid, the operators heard a very short start of the machine which then went into lockdown. Subsequently, an attempt was made to contact the specialists to communicate the block and understand the procedure to be activated, without success. Opened the upper door for manual unlocking also without success. Finally heard by phone the specialist by removing and reinserting the battery it was possible to reopen the stapler. The intervention ended using a new psee60a. No consequence for the patient.